Event description:
Implanted with essure on (B)(6) 2008. I'm an athlete and know my body very well when I first noticed the fatigue setting in then the body aches. Then the joint pain started, the lower back pains and pain in hips and affecting my sciatic nerve to my right leg. I was kick boxing and had to quit due to not having the stamina to train and the joint pain and severe muscle fatigue I was experiencing. During this whole time, I was getting severe ui infections that has lead to some incontinence issues. Today on a daily basis, I experience all this plus these other ailments: chronic fatigue, body aches, achy joints, irregular cycles, abdominal bloating, abdominal pains, kidney pain, bladder infections, heart flutters, lower back pains, headaches daily sometimes migraines, neck pain, spinal pain, sciatic nerve in legs pain, jaw and teeth pain, thyroid issues, heavy bleeding sometimes gushing, blood clots during cycle, severe joint pain and muscle fatigue, metal taste in mouth and blood, ear aches w/no infection when having jaw pain, discharge and odor, incontinence issues, tingling in left hand with cramping of fingers. Light headed, brain fog, asthma attacks, crawling skin, night sweats, bleeding after sex, spotting in between heavy flows, hip pain, nausea. It is almost impossible to be physical due to fatigue and loss of muscle strength. I used to be a ski racer and now I am lucky if I can go 100 yards without my leg muscles screaming in sever pain!